Manufacturer narrative:
(B)(4). Report source, foreign- event occurred in (B)(6). No device has been returned : the product was discarded. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the product is conformed and the root cause is undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the preparation of bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and only few minutes of delay (inferior to 15minutes).